Manufacturer narrative:
Manufacturer response: the end user was having trouble getting a dealer to make necessary repairs on the wheelchair due to a legal matter between the end user and the dealer. Sunrise medical has coordinated with the end user and a different dealer to get repairs made to the wheelchair in order to correct the issue of the foot not fitting properly on the footrest. The wheelchair is not being returned for investigation. If more information becomes available during the chair adjustments, a follow up report will be filed. Device not available for evaluation.

Event description:
End user's fiancé stated that end user's left foot came off the footrest and got twisted behind the footrest and caster wheel, causing her fibula to break.